Event description:
Customer reportedly received result in the 400's (mg/dl) and result of 50 mg/dl within 10 minutes on the advantage system. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.